Event description:
It was reported that the delivery rate was too high (target 20ml; actual 22.1 ml). There was no patient involvement.

Manufacturer narrative:
E1: phone (B)(6). One device was received for evaluation. Visual inspection found a damaged battery compartment, damaged battery door, and fluid ingression on the dso, battery door, battery compartment, remote dose connector and ac adapter connector, and a bubbled dso seal. The event history log revealed a 'downstream occlusion' and 'system error 46876' alarms. Functional testing was able to verify and duplicate the reported problem. The device's flow rate was too high. The most probable cause is the mian board and the expulsor. The service history review identified no indication that the complaint was related to a service of the device within the review period.